Event description:
Hair is falling out in chunks now, no energy, acne, always bloated, heavy painful periods, bad taste in mouth, very moody, low sex drive, continuous pain in kidney and ovaries area, constant head aches never has this stuff before my essure procedure.